Event description:
It was reported that implantable cardiac monitor (icm) recorded undersensing on a pause episode. Additionally, the device was oversensing on some tachycardia episodes. The device remains in use. No patient complications have been reported as a result of this event.